Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump miscalculated boluses; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. The customer blood glucose level was 40 mg/dl-high¿, although a specific value was not provided. Customer addressed bg level by drinking water and juice. Recommendation was made to consult with a healthcare provider regarding diabetes management.